Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Manufacturing date:31 march 2011. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pfna impactor/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Typically pfna products are not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the proximal femur nail anti-rotation (pfna) blade impactor was stuck together with the blade. The surgeon removed the nail and had to schedule the implantation of a new nail two days later with non-synthes product. This report is for an unknown pfna impactor. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. A product investigation was completed: the blade is jammed within the impactor. It is impossible to detach both devices from each other. There are marks of forcible use at the shaft of the blade visible. Furthermore we found strong hammer marks on the metallic part at the top of the handle. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing review shows that the production procedure, of both received devices, was according to the specifications and there were no issues that would contribute to this complaint condition. Due to the wear and tear signs and the age of the impactor, it is likely that this product was often and intensive used. Due to the heavy hammering marks it is likely that the instrument was subjected to excessive use and hence resulting in rupture of the welding between the stroke cap and the shaft as well as the jamming. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.